Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip close - inability) and premature activation could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult to open or close (clip close - inability) could not be determined. The reported premature activation (detachment of clip from cds) appears to be due to procedural circumstances as the clip was forcibly pulled through the sgc at its inverted state. The reported embolism was associated with the clip detaching while in the anatomy. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention, hospitalization, and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip being unable to close, detaching from the delivery system, embolizing, surgical intervention, and prolonged hospitalization. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). After advancing the clip into the left atrium and inverting, the clip was unable to close. Troubleshooting was attempted but was unsuccessful and the clip remain inverted. It was decided to remove the clip however the clip was unable to re-enter the sgc. The clip was then forcibly pulled down to the femoral access site without the sgc where it fully detached from the the cds. The device was unable to be retrieved and the patient was sent to surgery where it was successfully removed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.